Event description:
It was reported that there was no power on the generator of the 9600 system, however, the workstation boots with no problems. No patient injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Investigation identified that the interconnect cable is not making good contact with the lemo connector. Repaired 3 wires in the lemo recepticle. After repair the system was tested and found to be working as intended. System placed back into service.